Event description:
Esophagotomy procedure: slcr55g was inserted and closed down into firing range. It was then fired and pc read "firing cycle complete." The anvil did not open. The open button was pressed on the remote and still would not open. Replaced remote with a new one and still would not open. The manual release was then placed at the end of the flexshaft and was unsuccessful. A competitive product was used to complete the transection.